Event description:
It was reported a failure in the operation of the huber needle set 20g x 0.75 in / 0.9mm x 19mm needle. We had a lot of difficulty activating the safety system to remove the needle. Additional information: was there any harm to the patient/health professional? (Detail) only skin damage when attempting puncture and not being successful. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. Was there exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf090 showed no other similar product complaint(s) from this lot number.